Event description:
It was reported that the customer was hospitalized with high blood glucose levels between 28 and 33 mmol/l. It was stated that the customer changed the infusion set twice, but was unable to regulate his blood glucose levels. The customer then gave a manual injection. The customer then began experiencing signs of diabetic ketoacidosis, like vomiting and ketones. It was stated that the infusion set was removed at the hosp, and the cannula was bent. It was stated that the customer began using a different infusion set, and his blood glucose levels went back to normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.